Manufacturer narrative:
The device was received deployed. Initial observation of the device found that the exposed portion of the soft cannula was kinked. Although the soft cannula was kinked, fluid was able to flow through the fluid path as intended and data downloaded from the device shows no signs of struggle. It cannot be determined when or how this damage occurred. No other damages or abnormalities were observed that would indicate a failure to deliver insulin as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 495 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered.